Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia procedure, while on balloon insufflation, the balloon did not inflate. Another balloon was opened to complete the case. There was no patient injury.